Event description:
It was reported by service report that the retractable head section load wheel casting was broken. There were exposed sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel casting; exposed sharp edges.